Event description:
It was reported that the patient experienced pocket pain. The patient underwent explant procedure and was doing well postoperatively. The explanted products were not returned by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 27690424/ 27930927.